Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue, but was unable to duplicate the reported issue. Physio determined that the cause of the reported issue was an inoperative ECG cable and the customer was offered a replacement. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not display the ECG. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not display the ECG. There was no patient use reported with the event.